Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a.2., b.3., b.5, b.6, d.1., d.2., d.4., d.6, d.7., g.1., g.5., h.4., h.6.

Event description:
Rupture occurred on the right side.

Manufacturer narrative:
The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports rupture of an unspecified side. The device has been explanted.